Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer received with failed battery test alarm. The blood glucose was unknown at the time of the incident. Customer also received off no power alert. Troubleshooting steps were guided for failed battery test alarm. Customer continue troubleshooting for off no power alert. Customer states they did not receive a low battery alert prior to the off no power alert. The drive support cap appears normal. Self-test was performed and was passed. Customer is unable to perform the displacement test. Customer was advised to monitor the insulin pump and call back if issues continue. The insulin pump will not be returned for analysis.